Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their device had not been working properly since earlier on (B)(6) 2017 and that they felt pain at the time of report. There were no further event details reported at the time of initial report; no further complications were reported or anticipated. The patient¿s indication for device use was spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.